Event description:
It was reported that the centrimag alarmed, and the console display was dark. The console was shown on the connected centrimag moniter. At the time of the alarm strange noises were heard from the drive, similar to pump not sitting correctly in the drive. The position of the pump was checked, and the pump was correctly inserted and locked with the knurled screw. The uptime of the system at the time of the alarm was 134.5 hours. At 6:43 a.m. The pump was switched to the backup console. The patient was not harmed.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Corrected data: section d5: operator of device corrected section g4: PMA/510(k) # corrected section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of atypical alarms occurring alongside the centrimag equipment not functioning as intended were confirmed via the log file. The system was observed to be operating around the set speed of ~3700 rpm / 3.0 lpm on the reported event date of 20mar2025. The log file captured an s3: system fault alarm on (B)(6) 2025 which correlated to an ¿ifd shutdown¿ sub-fault. As a result of this sub-fault, the systems speed decreased and was unable to be increased, and the flow reading became blank, displaying at 0 lpm. M5: set speed not reached and m4: motor alarms also became active at this time due to the sub-fault. These observations persisted until the console was power cycled on the same date after the pump had been intentionally stopped. After the console had been power cycled, the speed was able to be set as intended, the flow values were restored, and no further atypical alarms occurred. The returned centrimag console (serial number (B)(6)) was functionally tested alongside a mock loop and all returned equipment, and the console functioned as intended. Atypical events were unable to be reproduced throughout all testing. Although a display issue with the console was not reproduced, the sequence of events observed within the log file could cause the console¿s display to become blank and could cause the motor to produce atypical noises, consistent with the reported event. The console was scrapped, and the root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3, m5, m4, and flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.